Manufacturer narrative:
(B)(4).

Event description:
It was reported that the programming system was inconsistently communicating with generators. Patient therapy was not affected by these intermittent issues. A company representative performed troubleshooting and determined that the serial cable was loose. The serial cable was replaced with a new cable. The programming system then interrogated and performed as normal. The faulty serial cable was discarded following the troubleshooting. Therefore product analysis cannot be completed.